Event description:
A peak polyaxial screw "fell through the plate" post-operatively. This was discovered by a f/u x-ray. There was no adverse consequences to the pt. The screw remains implanted. The product code and lot codes were not reported. The device has not been returned for eval. No further info is available at this time.